Manufacturer narrative:
(B)(4). Investigation summary the device was returned with no apparent damage and with the tissue pad in normal wear. During functional testing on gen11, an alert screen was displayed. In addition, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. In addition, the closure indicator was broken and not making contact with the moving trigger. The blade broke off during the analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Cause not established as to how cracked inside tube occurred. No conclusion could be reached as to what caused the clicker issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the teflon was peeled off during the surgery. There was no delay to surgery. The procedure was completed successfully. No patient consequence.